Event description:
A report was received that a patient's precision system was explanted due to an infection. The physician chose to re-implant the patient with a lead in the epidural space to avoid scar tissue formation for future procedures. The patient was unable to get sufficient stimulation after being implanted. The physician chose to revise the patient to achieve better coverage, however, during the revision the physician noticed that the tails of the artisan lead may have been fractured. The physician replaced the lead and the patient was able to feel stimulation.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-2158-50 (B)(4) description: linear lead, 50 cm with pre-loaded 0.014 inches stylet model# sc-1110-02 (B)(4) description: ipg kit (without pull-through tunneler) the lead lead (B)(4) body was cleanly cut and there were no signs of corrosion on the cable ends. This kind of damage is typically caused by the use of a surgical tool during the surgery. The lead body being cut resulted in the reported complaint of high impedance. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.

Event description:
A report was received that a patient's precision system was explanted due to an infection. The physician chose to re-implant the patient with a lead in the epidural space to avoid scar tissue formation for future procedures. The patient was unable to get sufficient stimulation after being implanted. The physician chose to revise the patient to achieve better coverage; however, during the revision, the physician noticed that the tails of the artisan lead may have been fractured. The physician replaced the lead and the patient was able to feel stimulation.